Manufacturer narrative:
It was reported that a patient was in the middle of a feeding (osmolite 1.5cal) at the start of a new shift when a pump alarmed. The facility reported that the device was not turning all the way to provide proper feeding and the patient did not receive the full dose of the feeding. The pump was replaced with a new pump and the feeding was continued longer than planned to ensure that the patient could tolerate feeding prior to being discharged home. The patient was able to get a complete feeding and is doing fine. The device was returned for evaluation and the device failed to function properly due to contamination on the components. The device components were replaced and cleaned and the device passed all testing. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The facility reported that the device was not turning all the way to provide proper feeding and the patient did not receive the full dose of the feeding.